Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat a recurrent cystocele. The patient underwent the concurrent procedure of cystoscopy during mesh implantation.

Manufacturer narrative:
This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2015-14024. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent urethrolysis with pubovaginal sling on (B)(6) 2006 by (B)(6) due to bladder outlet obstruction with intrinsic sphincter deficiency at the methodist hospital. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.